Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/excessive bleeding/bleeding') in an adult female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, pelvic congestion syndrome, endometriosis, gravida, multigravida and parity 2. Current weight 137 lbs (B)(6) 2013-final pathologic diagnosis well-differentiated neuroendocrine neoplasm (carcinoid tumor)_ - tumor measures up to 0.3 cm and involves lamina propria and submucosal. On (B)(6) 2019-surgical pathology. Final pathologic diagnosis. Uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy adenomyosis. Benign (inactive) endometrial lining. Acute and chronic cervicitis with nabothian cysts. Mild uterine serosal adhesions without endometriosis. Unremarkable fallopian tubes with paratubal cysts, bilateral essure devices identified within proximal fallopian tubes. Negative for endometeritis, hyperplasia and malignancy. Concurrent conditions included body mass index normal, carpal tunnel syndrome, diverticulosis, vaginal itching, bacterial vaginosis, chlamydial infection, bleeding breakthrough, vomiting, diarrhea, abdominal bloating, irritable bowel syndrome, internal hemorrhoids, rectal pain, renal cyst nos, granuloma, irregular menstruation, tingling, erythema, tendinitis, gastric polyps, vitamin d deficiency, chronic cervicitis, nabothian cyst, uterine adhesions and paratubal cyst. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting"), dysmenorrhoea ("dysmenorrhea (cramping),"), arthralgia ("joint pain") and headache ("headaches"). In (B)(6) 2012, the patient experienced hot flush ("hot flashes"), nausea ("nausea") and dizziness ("dizziness"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge/ brown greyish discharge"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient was found to have carcinoid tumour of the gastrointestinal tract ("tumor/teratoma/cancer type: malignant carcinoid tumor of the rectum/tumors"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia,"). On an unknown date, the patient experienced carotid artery aneurysm ("pelvic angiogram with embolization"), allergy to metals ("nickel allergy"), migraine ("migraines / headaches"), back pain ("back pain"), rash ("rashes/rash/skin condition"), foot deformity ("I got bunion on both my feet"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), infection ("other infection"), night sweats ("waking up sweating at night,"), procedural pain ("I ve been in so much pain I had my surgery yesterday"), abdominal distension ("I'd notice it'd become more bloated depending on my pain"), procedural haemorrhage ("12 dasy post op and got admitted last night started bleeding severely "), constipation ("I suffer from constipated"), irritable bowel syndrome ("ibs"), post procedural swelling ("taking homeopatic pills help too reduce swelling and bruising") and post procedural contusion ("taking homeopatic pills help too reduce swelling and bruising") and was found to have chlamydia test positive ("chlamydia positive"). The patient was treated with ethinylestradiol;levonorgestrel (levora-28), leuprorelin acetate (lupron), medroxyprogesterone acetate (depo provera), prednisone, steroids and surgery (hysterectomy(full) with bilateral salpingectomy and pelvic angiogram with embolization). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, carcinoid tumour of the gastrointestinal tract, carotid artery aneurysm, allergy to metals, migraine, hot flush, fatigue, weight increased, back pain, nausea, rash, abdominal pain, dyspareunia and infection had resolved, the menorrhagia, vaginal haemorrhage, fibromyalgia, dysmenorrhoea, vaginal discharge, headache, dizziness, foot deformity, chlamydia test positive, psychological trauma, night sweats, procedural pain, abdominal distension, procedural haemorrhage, constipation, irritable bowel syndrome, post procedural swelling and post procedural contusion outcome was unknown and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, carcinoid tumour of the gastrointestinal tract, carotid artery aneurysm, chlamydia test positive, constipation, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, foot deformity, headache, hot flush, infection, irritable bowel syndrome, menorrhagia, migraine, nausea, night sweats, pelvic pain, post procedural contusion, post procedural swelling, procedural haemorrhage, procedural pain, psychological trauma, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details - right side 4 and left side 3 coils visualized. Current weight 137 lbs. Date of removal reported as (B)(6) 2016. Plaintiff received treatment for pain, bleeding, allergy, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dizziness, nausea, migraine, headache, dysmenorrhea, vaginal bleeding, fatigue, back pain, vaginal discharge, fibromyalgia, hot flashes, rash, joint pain, carcinoid tumour of the gastrointestinal tract, nickel allergy, constipation, ibs, post procedural swelling, post procedural contusion, procedural bleeding , procedural pain, night sweats, abdominal distension concerning the injuries reported in this case, the following ones were reported via social media-procedural pain, night sweats, abdominal distension. Lot number: 872993, manufacture date: 2011-06, expiration date: 2014-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received- new events waking up sweating at night, I ve been in so much pain I had my surgery yesterday, I'd notice it'd become more bloated depending on my pain, I suffer from constipated, ibs, taking homeopatic pills help too reduce swelling and bruising, 12 dasy post op and got admitted last night started bleeding severely were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/excessive bleeding/bleeding') in an adult female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, pelvic congestion syndrome, endometriosis, gravida, multigravida and parity 2. Current weight 137 lbs (B)(6) 2013-final pathologic diagnosis well-differentiated neuroendocrine neoplasm (carcinoid tumor)_ - tumor measures up to 0.3 cm and involves lamina propria and submucosal (B)(6) 2019-surgical pathology final pathologic diagnosis uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy adenomyosis benign (inactive) endometrial lining acute and chronic cervicitis with nabothian cysts mild uterine serosal adhesions without endometriosis unremarkable fallopian tubes with paratubal cysts, bilateral essure devices identified within proximal fallopian tubes negative for endometeritis, hyperplasia and malignancy. Concurrent conditions included body mass index normal, carpal tunnel syndrome, diverticulosis, vaginal itching, bacterial vaginosis, chlamydial infection, bleeding breakthrough, vomiting, diarrhea, abdominal bloating, irritable bowel syndrome, internal hemorrhoids, rectal pain, renal cyst nos, granuloma, irregular menstruation, tingling, erythema, tendinitis, gastric polyps, vitamin d deficiency, chronic cervicitis, nabothian cyst, uterine adhesions and paratubal cyst. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting"), dysmenorrhoea ("dysmenorrhea (cramping),"), arthralgia ("joint pain") and headache ("headaches"). In (B)(6) 2012, the patient experienced hot flush ("hot flashes"), nausea ("nausea") and dizziness ("dizziness"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge/ brown greyish discharge"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient was found to have carcinoid tumour of the gastrointestinal tract ("tumor/teratoma/cancer type: malignant carcinoid tumor of the rectum/tumors"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia,"). On an unknown date, the patient experienced carotid artery aneurysm ("pelvic angiogram with embolization"), allergy to metals ("nickel allergy"), migraine ("migraines / headaches"), back pain ("back pain"), rash ("rashes/rash/skin condition"), foot deformity ("I got bunion on both my feet"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), infection ("other infection"), night sweats ("waking up sweating at night,"), procedural pain ("I ve been in so much pain I had my surgery yesterday"), abdominal distension ("I'd notice it'd become more bloated depending on my pain"), post procedural haemorrhage ("12 dasy post op and got admitted last night started bleeding severely "), constipation ("I suffer from constipated"), irritable bowel syndrome ("ibs"), post procedural swelling ("taking homeopatic pills help too reduce swelling and bruising"), post procedural contusion ("taking homeopatic pills help too reduce swelling and bruising") and hair colour changes ("grey hair") and was found to have chlamydia test positive ("chlamydia positive"). The patient was treated with ethinylestradiol;levonorgestrel (levora-28), leuprorelin acetate (lupron), medroxyprogesterone acetate (depo provera), prednisone, steroids and surgery (hysterectomy(full) with bilateral salpingectomy and pelvic angiogram with embolization). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, carcinoid tumour of the gastrointestinal tract, carotid artery aneurysm, allergy to metals, migraine, hot flush, fatigue, weight increased, back pain, nausea, rash, abdominal pain, dyspareunia and infection had resolved, the menorrhagia, vaginal haemorrhage, fibromyalgia, dysmenorrhoea, vaginal discharge, headache, dizziness, foot deformity, chlamydia test positive, psychological trauma, night sweats, procedural pain, abdominal distension, post procedural haemorrhage, constipation, irritable bowel syndrome, post procedural swelling, post procedural contusion and hair colour changes outcome was unknown and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, carcinoid tumour of the gastrointestinal tract, carotid artery aneurysm, chlamydia test positive, constipation, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, foot deformity, hair colour changes, headache, hot flush, infection, irritable bowel syndrome, menorrhagia, migraine, nausea, night sweats, pelvic pain, post procedural contusion, post procedural haemorrhage, post procedural swelling, procedural pain, psychological trauma, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details - right side 4 and left side 3 coils visualized. Current weight 137 lbs. Date of removal reported as (B)(6) 2016 plaintiff received treatment for pain, bleeding, allergy, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dizziness, nausea, migraine, headache, dysmenorrhea, vaginal bleeding, fatigue, back pain, vaginal discharge, fibromyalgia, hot flashes, rash, joint pain, carcinoid tumour of the gastrointestinal tract, nickel allergy, constipation, ibs, post procedural swelling, post procedural contusion, procedural bleeding , procedural pain, night sweats, abdominal distension concerning the injuries reported in this case, the following ones were reported via social media-procedural pain, night sweats, abdominal distension lot number: 872993, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new events grey hair added and reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), carcinoid tumour of the gastrointestinal tract ('tumor/teratoma/cancer type: malignant carcinoid tumor of the rectum/tumors'), carotid artery aneurysm ('pelvic angiogram with embolization') and menorrhagia ('abnormal bleeding (menorrhagia)/excessive bleeding/bleeding') in an adult female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, pelvic congestion syndrome, endometriosis, gravida, multigravida and parity 2. Current weight 137 lbs on (B)(6) 2013-final pathologic diagnosis. Well-differentiated neuroendocrine neoplasm (carcinoid tumor)_ - tumor measures up to 0.3 cm and involves lamina propria and submucosal pn (B)(6) 2019-surgical pathology. Final pathologic diagnosis uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy adenomyosis. Benign (inactive) endometrial lining acute and chronic cervicitis with nabothian cysts mild uterine serosal adhesions without endometriosis unremarkable fallopian tubes with paratubal cysts, bilateral essure devices identified within proximal fallopian tubes negative for endometeritis, hyperplasia and malignancy. Concurrent conditions included body mass index normal, carpal tunnel syndrome, diverticulosis, vaginal itching, bacterial vaginosis, chlamydial infection, bleeding breakthrough, vomiting, diarrhea, abdominal bloating, irritable bowel syndrome, internal hemorrhoids, rectal pain, renal cyst nos, granuloma, irregular menstruation, tingling, erythema, tendinitis, gastric polyps, vitamin d deficiency, chronic cervicitis, nabothian cyst, uterine adhesions and paratubal cyst. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting"), dysmenorrhoea ("dysmenorrhea (cramping),"), arthralgia ("joint pain") and headache ("headaches"). In (B)(6) 2012, the patient experienced hot flush ("hot flashes"), nausea ("nausea") and dizziness ("dizziness"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient was found to have carcinoid tumour of the gastrointestinal tract (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia,"). On an unknown date, the patient experienced carotid artery aneurysm (seriousness criterion medically significant), allergy to metals ("nickel allergy"), migraine ("migraines / headaches"), back pain ("back pain"), rash ("rashes/rash/skin condition"), foot deformity ("I got bunion on both my feet"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and infection ("other infection") and was found to have chlamydia test positive ("chlamydia positive"). The patient was treated with ethinylestradiol;levonorgestrel (levora-28), leuprorelin acetate (lupron), medroxyprogesterone acetate (depo provera), prednisone, steroids and surgery (hysterectomy(full) with bilateral salpingectomy and pelvic angiogram with embolization). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, carcinoid tumour of the gastrointestinal tract, carotid artery aneurysm, allergy to metals, migraine, hot flush, fatigue, weight increased, back pain, nausea, rash, abdominal pain, dyspareunia and infection had resolved, the menorrhagia, vaginal haemorrhage, fibromyalgia, dysmenorrhoea, vaginal discharge, headache, dizziness, foot deformity, chlamydia test positive and psychological trauma outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, carcinoid tumour of the gastrointestinal tract, carotid artery aneurysm, chlamydia test positive, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, foot deformity, headache, hot flush, infection, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details - right side 4 and left side 3 coils visualized. Current weight 137 lbs. Date of removal reported as (B)(6) 2016 . Plaintiff received treatment for pain, bleeding, allergy, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dizziness, nausea, migraine, headache, dysmenorrhea, vaginal bleeding, fatigue, back pain, vaginal discharge, fibromyalgia, hot flashes, rash, joint pain, carcinoid tumour of the gastrointestinal tract, nickel allergy lot number: 872993, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter information added. Events: abdominal pain, dyspareunia (painful sexual intercourse), psych injury, other infection, pelvic angiogram with embolization added. Outcome of the events were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), carcinoid tumour of the gastrointestinal tract ('tumor/teratoma/cancer type: malignant carcinoid tumor of the rectum') and menorrhagia ('abnormal bleeding (menorrhagia)/excessive bleeding') in an adult female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, pelvic congestion syndrome, endometriosis, gravida, multigravida and parity 2. Current weight 137 lbs (B)(6) 2013-final pathologic diagnosis well-differentiated neuroendocrine neoplasm (carcinoid tumor)_ - tumor measures up to 0.3 cm and involves lamina propria and submucosal. (B)(6) 2019-surgical pathology final pathologic diagnosis uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy adenomyosis. Benign (inactive) endometrial lining acute and chronic cervicitis with nabothian cysts mild uterine serosal adhesions without endometriosis unremarkable fallopian tubes with paratubal cysts, bilateral essure devices identified within proximal fallopian tubes negative for endometeritis, hyperplasia and malignancy. Concurrent conditions included body mass index normal, carpal tunnel syndrome, diverticulosis, vaginal itching, bacterial vaginosis, chlamydial infection, bleeding breakthrough, vomiting, diarrhea, abdominal bloating, irritable bowel syndrome, internal hemorrhoids, rectal pain, renal cyst nos, granuloma, irregular menstruation, tingling, erythema, tendinitis, gastric polyps, vitamin d deficiency, chronic cervicitis, nabothian cyst, uterine adhesions and paratubal cyst. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), arthralgia ("joint pain") and headache ("headaches"). In (B)(6) 2012, the patient experienced hot flush ("hot flashes"), nausea ("nausea") and dizziness ("dizziness"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient was found to have carcinoid tumour of the gastrointestinal tract (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia,"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraines / headaches"), back pain ("back pain"), rash ("rashes") and foot deformity ("I got bunion on both my feet") and was found to have chlamydia test positive ("chlamydia positive"). The patient was treated with ethinylestradiol;levonorgestrel (levora-28), leuprorelin acetate (lupron), medroxyprogesterone acetate (depo provera), prednisone, steroids and surgery (hysterectomy with bilateral salpingectomy and pelvic angiogram with embolization). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and arthralgia was resolving, the carcinoid tumour of the gastrointestinal tract, menorrhagia, vaginal haemorrhage, fibromyalgia, allergy to metals, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, back pain, dizziness, foot deformity and chlamydia test positive outcome was unknown and the hot flush, headache, nausea and rash had resolved. The reporter considered allergy to metals, arthralgia, back pain, carcinoid tumour of the gastrointestinal tract, chlamydia test positive, dizziness, dysmenorrhoea, fatigue, fibromyalgia, foot deformity, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details - right side 4 and left side 3 coils visualized. Current weight 137 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dizziness, nausea, migraine, headache, dysmenorrhea, vaginal bleeding, fatigue, back pain, vaginal discharge, fibromyalgia, hot flashes, rash, joint pain, carcinoid tumour of the gastrointestinal tract, nickel allergy. Lot number: 872993 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), carcinoid tumour of the gastrointestinal tract ('tumor/teratoma/cancer type: malignant carcinoid tumor of the rectum') and menorrhagia ('abnormal bleeding (menorrhagia)/excessive bleeding') in an adult female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, pelvic congestion syndrome, endometriosis, normal delivery, gravida ii and parity 2. Current weight (B)(6) lbs (B)(6) 2013 - final pathologic diagnosis: well-differentiated neuroendocrine neoplasm (carcinoid tumor) - tumor measures up to 0.3 cm and involves lamina propria and submucosal. On (B)(6) 2019 - surgical pathology. Final pathologic diagnosis: uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomy adenomyosis. Benign (inactive) endometrial lining. Acute and chronic cervicitis with nabothian cysts. Mild uterine serosal adhesions without endometriosis. Unremarkable fallopian tubes with paratubal cysts, bilateral essure devices identified within proximal fallopian tubes. Negative for endometritis, hyperplasia and malignancy. Concurrent conditions included body mass index normal, carpal tunnel syndrome, diverticulosis, vaginal itching, bacterial vaginosis, (B)(6) infection, bleeding breakthrough, vomiting, diarrhea, abdominal bloating, irritable bowel syndrome, internal hemorrhoids, rectal pain, renal cyst, granuloma, irregular menstruation, tingling, erythema, tendinitis, gastric polyps, vitamin d deficiency, chronic cervicitis, nabothian cyst, uterine adhesions and paratubal cyst. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), arthralgia ("joint pain") and headache ("headaches"). In (B)(6) 2012, the patient experienced hot flush ("hot flashes"), nausea ("nausea") and dizziness ("dizziness"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient was found to have carcinoid tumour of the gastrointestinal tract (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia,"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraines / headaches"), back pain ("back pain"), rash ("rashes") and foot deformity ("I got bunion on both my feet") and was found to have (B)(6) test (B)(6) ("(B)(6)"). The patient was treated with ethinylestradiol; levonorgestrel (levora-28), leuprorelin acetate (lupron), medroxyprogesterone acetate (depo provera), prednisone, steroids and surgery (hysterectomy with bilateral salpingectomy and pelvic angiogram with embolization). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and arthralgia was resolving, the carcinoid tumour of the gastrointestinal tract, menorrhagia, vaginal haemorrhage, fibromyalgia, allergy to metals, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, back pain, dizziness, foot deformity and (B)(6) test (B)(6) outcome was unknown and the hot flush, headache, nausea and rash had resolved. The reporter considered allergy to metals, arthralgia, back pain, carcinoid tumour of the gastrointestinal tract, (B)(6) test (B)(6), dizziness, dysmenorrhoea, fatigue, fibromyalgia, foot deformity, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details - right side 4 and left side 3 coils visualized. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dizziness, nausea, migraine, headache, dysmenorrhea, vaginal bleeding, fatigue, back pain, vaginal discharge, fibromyalgia, hot flashes, rash, joint pain, carcinoid tumour of the gastrointestinal tract, nickel allergy. Most recent follow-up information incorporated above includes: on 21-oct-2019: mr received - new events (B)(6), I got bunion on both my feet were added. New reporter, medical history, concomitant drug were added. On 22-oct-2019: pfs received - lot number were added. Event injury updated to carcinoid tumour of the gastrointestinal tract. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fibromyalgia, nickel allergy, migraines / headaches, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, pelvic pain, joint pain, headaches, back pain, dizziness, hot flashes, rashes were added. New reporter, patient information, medical history, lab data, concomitant and treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.